Event description:
The device was used during an unspecified procedure. Reportedly, the instrument was broken in the package. The instrument was never clinically applied, therefore, no pt injury occurred.